Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2019 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy with holmium laser procedure performed on (B)(6) 2019. Reportedly. The laser unit used was moses p120 console. According to the complainant, during procedure, the fiber was pulled out and laying under wet towels, when they went to insert it, they notice a cracked on the fiber. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy with holmium laser procedure performed on (B)(6) 2019. Reportedly. The laser unit used was moses p120 console. According to the complainant, during procedure, the fiber was pulled out and laying under wet towels, when they went to insert it, they notice a cracked on the fiber. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
H6: problem code 1069 captures the reportable event of fiber broke. H10: investigation result: one flexiva ID tractip 200 laser fiber was returned broken in three pieces. The first piece measured approximately 48.6 cm from the top of the connector to the break. The second piece measured approximately 64.2 cm from the break to the break. The third piece measured approximately 203.1 cm from the break to the tip. Visual examination revealed that the exposed glass fiber tip appeared used and had degraded. Exposed glass portion of the tip measured approximately 3.4 mm. Examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. Fibers are consumable and meant to degrade. The condition of the returned device confirms that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.